Event description:
It was reported to boston scientific corp that a trapezoid rx lithotripter compatible basket was used during a lithotripsy procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the stone was partially crushed. While attempting to open the device again,the basket did not open. Once the device was removed from the pt, it was noticed that the clear outer sheath was detached from handle. It was confirmed that no pieces of the device fell into the pt. The procedure was completed with another trapezoid rx lithotripter compatible basket device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4): sheath detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplement medwatch will be filed. (B)(4).